Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Adequate medical documentation and suboptimal imaging studies were available for this review. Product use was congruent with the IFU. Cautionary product use conditions that might have contributed to this event included: the ruptured state of the aneurysm. Using still photos of the index procedure, there might have been evidence of a persistent left, mid body endoleak. Medical documentation supported evidence of difficult sheath introduction which resulted in the need for a cut down access of the left common femoral artery. One day post implant, there was evidence to support an unknown endoleak. The stent itself was situated at an angle to the natural vessel, supporting the likelihood of a type ia endoleak. The leak was 3.0 cm from the superior stent margin, and the axial image favored a type iiib endoleak and/or a type ii endoleak from a left lumbar branch. The secondary procedure was confirmed, but its technical success could not be established due to lack of information. The patient was discharge home on the sixth post-operative day; their recovery was complicated by a urinary infection. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported endoleak could not be definitely identified although off label use in a ruptured aneurysm may have been a factor. A definite type of endoleak was not established in the clinical review.

Event description:
It was reported that 1 day post implant of a bifurcated device the patient had an endoleak. The physician elected to correct the endoleak by implanting a suprarenal aortic extension. The leak was adequately excluded. The patient was reported to be doing fine post procedure and was waiting to be discharged.